Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire) which required an unplanned additional stent to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.